Manufacturer narrative:
(B)(4). Information regarding patient weight, race, and ethnicity, were not provided. Procedural factors appear to have contributed to the device entanglement and withdrawal difficulty of the embotrap ii device. The IFU warns: do not withdraw the device against significant resistance. Assess the cause of the resistance using fluoroscopy and if necessary advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Do not withdraw the deployed device through a previously stented vessel. If it becomes necessary to cross a deployed stent to access a clot, first ensure that the stent can be crossed with the guide or intermediate catheter. The device should then be fully pulled back into the guide or intermediate catheter prior to retrieval through the stent. The inability to remove thrombus may have been related to the difficulty in maneuvering the device through stenotic vessel. Based on the information provided, this event meets MDR reporting criteria since it required additional intervention to remove the device and prevent serious injury to the patient. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure on the (B)(6) female patient, there was difficulty in maneuvering the embotrap ii 5 x 33 revascularization device (et009533 / 18e125av) and the prowler select plus microcatheter. The embotrap ii device became entangled with other devices and as a result, there was difficulty in the removal of the embotrap ii device. The patient had presented with left-sided weakness, left facial droop, expressive aphasia, and right gaze preference. Computed tomography angiography (cta) revealed large vessel occlusion (lvo) of the right middle cerebral artery (mca) and right internal carotid (ica) stenosis. The patient had an nih stroke scale (nihss) score of 23 in the emergency room and received tissue plasminogen activator (tpa) intravenously. The patient was reported to be functionally independent. The physician initially identified that the patient had significant right ica stenosis and right mca occlusion and he prioritized the right mca occlusion and attempted the thrombectomy procedure with the embotrap ii device. The first pass was unsuccessful with the thrombolysis in cerebral infarction (tici) score 0 obtained. The physician identified that it was difficult to maneuver the embotrap ii device and the prowler select plus microcatheter distally due to the right ica stenosis. The physician removed the embotrap ii device and the prowler select plus microcatheter, so he could treat the right ica stenosis; the physician performed angioplasty twice in the right ica prior to placing a stent in it. Once the stent was placed, the physician attempted to treat the right mca occlusion using the same embotrap ii device. The embotrap ii was deployed at the right mca occlusion for approximately 3 minutes. When the physician retrieved the embotrap ii, it got entangled with the right ica stent that was placed earlier. Despite the stent, the right ica still had a remnant carotid plaque at the bifurcation that remained which further causes the narrowing access to the right mca occlusion. The physician attempted to recapture the embotrap ii device with intermediate catheters and larger microcatheters, but it was difficult to access the proximal right ica due to the remnant carotid plaque. After multiple attempts to pull, untangle, and retrieve the embotrap ii device, it was untangled by multiple advancements and retrievals of a .035¿ wire. The embotrap ii was successful retrieved intact. The physician did not attempt to retreat the right mca occlusion and aborted the procedure. The groin arterial site was closed. The patient was stable post-operatively.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to correct the manufacture information. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Report source: other was removed. [Conclusion]: the healthcare professional reported that during a thromebectomy procedure on the 91-year old female patient, there was difficulty in maneuvering the embotrap ii 5 x 33 revascularization device (et009533 / (B)(4)) and the prowler select plus microcatheter. The embotrap ii device became entangled with other devices and as a result, there was difficulty in the removal of the embotrap ii device. The patient had presented with left-sided weakness, left facial droop, expressive aphasia, and right gaze preference. Computed tomography angiography (cta) revealed large vessel occlusion (lvo) of the right middle cerebral artery (mca) and right internal carotid (ica) stenosis. The patient had an nih stroke scale (nihss) score of 23 in the emergency room and received tissue plasminogen activator (tpa) intravenously. The patient was reported to be functionally independent. The physician initially identified that the patient had significant right ica stenosis and right mca occlusion and he prioritized the right mca occlusion and attempted the thrombectomy procedure with the embotrap ii device. The first pass was unsuccessful with the thrombolysis in cerebral infarction (tici) score 0 obtained. The physician identified that it was difficult to maneuver the embotrap ii device and the prowler select plus microcatheter distally due to the right ica stenosis. The physician removed the embotrap ii device and the prowler select plus microcatheter, so he could treat the right ica stenosis; the physician performed angioplasty twice in the right ica prior to placing a stent in it. Once the stent was placed, the physician attempted to treat the right mca occlusion using the same embotrap ii device. The embotrap ii was deployed at the right mca occlusion for approximately 3 minutes. When the physician retrieved the embotrap ii, it got entangled with the right ica stent that was placed earlier. Despite the stent, the right ica still had a remnant carotid plaque at the bifurcation that remained which further causes the narrowing access to the right mca occlusion. The physician attempted to recapture the embotrap ii device with intermediate catheters and larger microcatheters, but it was difficult to access the proximal right ica due to the remnant carotid plaque. After multiple attempts to pull, untangle, and retrieve the embotrap ii device, it was untangled by multiple advancements and retrievals of a .035¿ wire. The embotrap ii was successful retrieved intact. The physician did not attempt to retreat the right mca occlusion and aborted the procedure. The groin arterial site was closed. The patient was stable post-operatively. The embotrap ii 5 x 33 was received in a biohazard bag contained within the device unit¿s carton. The embotrap device was loosely wound around a 0.035¿ wire with a torque device positioned on the proximal end of the shaft. The embotrap insertion tool was also returned. The device was returned clean with minimal amount of human product. A kink was observed on the distal shaft. There was evidence of device kinking and broken struts along the length of the device. The embotrap device underwent decontamination. Post-decontamination, the device was inspected under the microscope at magnification of approximately 10 ¿ 40x. The following observations were made at high magnification: 1. Adhesive bonds are intact. 2. The nitinol shaft / proximate radiopaque: kink evident at the distal end 10mm of the shaft / proximal coil. This damage is consistent with pushing the device forward against resistance. 3. The radiopaque markers were all present. 4. There was no evidence of damage on the inner channel. 5. Observation of the outer cage: a) proximal segment: both proximal radiopaque markers are present and without damage. The proximal extended struts are kinked. Kinking of the extended proximal struts is consistent with pushing the device forward against resistance. B) mid segment: there is evidence of strut deformation at the location of two floating crowns along the articulating segments. This is consistent with entanglement of the device and with pushing/pulling against resistance. There was no evidence of broken struts. C) distal segment: there is evidence of four broken struts on this segment. The struts are all present without any detachment. The broken struts at this point are evidence that the device was engaged with the carotid stent at this point. The three distal gold markers are all present and without any damage. D) distal radiopaque tip: the distal tip is intact. The adhesive bonds on each side of the tip are intact and without damage. The coil is stretched proximally; the stretched coil is evidence that the coil was snagged at the stent/catheter during retrieval. The damage identified to the outer cage is consistent with the reported complaint that the device became entangled in a carotid stent and the resultant attempts to untangle the device. After the microscopic inspection, the embotrap ii device was loaded into the insertion tool without any issue. The damage identified on the embotrap ii device is consistent with the complaint description provided by the treating physician - it is consistent with a device entanglement in a carotid stent followed by ¿multiple attempts to pull, untangle, and retrieve the embotrap ii device¿ and by ¿multiple advancements and retrievals of a 0.035¿ wire¿. Procedural factors appear to have contributed to the device entanglement and withdrawal difficulty of the embotrap ii device. The IFU warns: do not withdraw the device against significant resistance. Assess the cause of the resistance using fluoroscopy and if necessary advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Do not withdraw the deployed device through a previously stented vessel. If it becomes necessary to cross a deployed stent to access a clot, first ensure that the stent can be crossed with the guide or intermediate catheter. The device should then be fully pulled back into the guide or intermediate catheter prior to retrieval through the stent. The inability to remove thrombus may have been related to the difficulty in maneuvering the device through stenotic vessel. Based on the information provided, this event meets MDR reporting criteria since it required additional intervention to remove the device and prevent serious injury to the patient. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). PMA/510(k): k173452. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.